Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device confirms that the impactor is broken it also shows signs of significant wear/use. The humeral nail impactor more than likely became non-functional due to the fractured weld. It is not known if the fracture was initiated prior to surgery. During impaction of a nail into the humeral canal, if sufficient forces applied to the instrument are transferred through the weld, fracture may occur due to static or fatigue mechanisms. It is not known if the fracture was initiated prior to surgery. A review of the complaint history shows no prior complaints for the listed lot. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed

Event description:
It was reported that surgery time was extended beyond two hours.

Manufacturer narrative:
.